Event description:
Removal of dental implant. The clinician reported implant was placed in d3 thin cortical bone in 2005 and removed in 2006. Patient had severe bone resorption, only basal bone remaining. The clinician identified the reason of removal as failure-to-osseointegrate.

Manufacturer narrative:
Inspection results: the implant was not fractured upon receipt and a non-prepped abutment was attached to it with an abument screw. The implant was examined under 20x magnification and no thread defects were noted. The implant was then compared to a l0250 rev 10/03 radiographic template and determined to be a 4mm x 12mm implant. DHR review: the router for 4012d3 lot s0405005 indicated that the implant was labeled appropriately as compared to the actual size of the returned product. The dosage on the sterile lot was within normal limits per q0901.